Event description:
Pt. W/stage IV para meningeal rhabdomyosarcoma receiving radiation therapy. 4/7/94 completed initial phase of radiation treatment to primary tumor site at base of skull & bilateral neck w/dose of 3600 c gy in 20 fractions. On 4/13/94 he began treatments to a planned reduced field (cone-down #1). Plan called for 65 degree wedge in the field. Instructions were entered into the computer for the 1st cone-down treatment & were correct & contained the appropriate wedge. Between the 1st & 2nd treatment instructions were lost from the computer memory & had to be re-entered. Reportedly there were several computer problems, including a "hard disc crash" which required re-entry of pt. Treatment instructions. Pt. Treated daily on 4/14, 15, 19 & 20, 1994 for additional 4 treatments to cone-down field #1. On 4/21/94 when entering computer instructions for cone-down #2 it was noted that computer instructions for cone-down #1 did not contain the wedge. Treatment was delayed until we could calculate actual dose delivered during last 4 fractions. Calculated dose per fraction w/o wedge was 574 cgy per fraction & planned dose was 180 cgy per fraction. Review of computer records confirmed that the wedge was not in place for 4/14, 15, 19, & 20, 1994.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.